Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable cardiac defibrillator (ICD) system was returned from a medical examiner's office for evaluation after the patient had died. Information identified in the manufacturer's database indicated the patient died approximately three months post implant of the ICD system. A cause of death has been requested and not be received.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed normal battery depletion. The device met expected longevity. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was cut, the inner tubing was cut, and the outer tubing overlay was breach cut, the inner tubing was kinked/buckled, the outer insulation was breach cut, there was blood in/on the helix mechanism and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.